Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to an incompatible software on one of the surgeon side consoles.

Event description:
It was reported that prior to the start of a da vinci-assisted prostatectomy surgical procedure, there was an issue with error 31016 occurring when connecting the surgeon side console (ssc) 2 to the system. The logs indicated a mismatch of the software versions. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised to move the console to the correct system and update the software. The customer disconnected the ssc 2 and completed the case with no reported injury. Isi followed up with the customer and obtained the following additional information: the ssc was moved to the correct system and updated successfully. Ports were not placed, and there was not a procedure occurring.

Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that customer was guided on how to properly configure the systems for software update. The system was verified and ready to use.